Event description:
--

Event description:
Boston scientific crm received information that this lead perforated the heart wall.

Manufacturer narrative:
A lead revision procedure was performed.

Manufacturer narrative:
The lead was explanted and returned. Analysis is on going.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Inspections of the terminal pin assembly, lead body, and electrode tip found damage which appeared to be induced during the explant procedure